Manufacturer narrative:
Failure to follow instructions (implanted beyond top of aortic arch and distal edge of left common carotid artery) .

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. The left common carotid artery was originally occluded, the right and left axillary arteries were debranched, and the valiant stent graft was implanted from zone 1. It was reported that, during the index procedure, angiography revealed that the valiant stent graft had a proximal type I endoleak. The physician elected to touch-up the stent graft but the proximal type I endoleak persisted. The physician determined that the endoleak originated at the left subclavian artery then elected to occlude the left subclavian artery with a vascular plug. The procedure was completed and the physician believed the remaining endoleak would self-resolve. Per the physician, the cause of the proximal type I endoleak was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.